Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory the delivery system capsule and plunger tube appeared kinked. The handle appeared intact. The micro knob (thumb wheel) appeared to retract and advance the capsule. The macro (cursor) moved to fully advance and retracted positions and locked in place when released. Measurement of catheter tabs distal to capsule exceeded the minimum measurement by .5mm. The distal tip of the capsule seated flush against the plunger tip when fully advanced. A kink noted in the mid-section of both the capsule and plunger tube appeared to have occurred with the receipt condition. A kink was observed on the proximal end of the capsule. The distal tip of the plunger was slightly bent. Tiny gouge marks were observed on both catheter tabs. The investigation is in progress, once the investigation is complete a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the dcs will be returned for analysis. A supplemental report will be filed when the analysis/investigation is completed. A separate report has been filed on the valve positioning complaint. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the deployment of a transcatheter bioprosthetic valve, the valve¿s frame loops would not release from this delivery catheter system (dcs). The techniques recommended in the instructions for use were used, but also were unsuccessful. A snare was used to detach the valve from the dcs, which resulted in the valve moving from the targeted location and being implanted in the transverse aortic arch. The use of the snare also resulted in a cardiac tamponade due to a ventricular perforation. The patient was converted to an open heart surgery to repair the perforation. A second valve of the same size and model was successfully implanted. No subsequent adverse patient effects were reported.